Manufacturer narrative:
A voluntary event report was filed by the patient, and then was reported to us through a maude report from the FDA. The voluntary report # is (B)(4).

Event description:
It has been reported that a revision surgery was performed due to dislocation. They were unable to manually manipulate the knee back into place so they opened the knee and inserted a larger post.